Event description:
During a laparascopic supracervical hysterectomy, the surgeon was using the cutting forceps to grab the cervical tissue and a piece of the device broke off into the pt. The piece was retrieved and there was no pt harm. Another like device was used to complete the case.

Manufacturer narrative:
The device was returned with the top jaw fractured off. Fracture occurred at just behind the first tooth of the jaw. It was observed that the top jaw is bent upward and distorted when compared to the profile of the lower jaw. The device shows signs of excessive force being applied to the jaw bending it upwards until it fractured off the electrode.